Event description:
It was reported that during a da vinci mitral valve repair procedure, when the console surgeon was cutting the band of mitral valve, he found one of the curved scissors instrument's blades was broken. Then the assistant took the instrument and the fragment out. The broken fragment was integrity. They changed another one to continue. There was no hurt to the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter at the hospital and obtained additional information regarding the reported event. She stated the broken instrument didn't contact any other instruments. When the instrument was inserted into the surgical field they found one of the blades was broken. They found the fragment from the cannula and retrieved it immediately. She denied any x-rays were taken. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one instrument blade broken off of the instrument tip. The broken piece was not returned with instrument. Evidence not conclusive, but the broken blade was likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusion: the curved scissors instrument's blade allegedly fell into the patient and the fragment was retrieved.